Manufacturer narrative:
(B)(4). The device operated within the desired product specifications. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The visual inspection performed was clarified to be a visual and microscopic (clemex intelligent microscope) inspection. The device was determined to meet product specification requirements related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Contact name: (B)(6). The sample is reported to be available for evaluation. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a minicap extend life transfer set with twist clamp experienced a leak from the female connector. The leak was identified during peritoneal washing. It was reported that the transfer set had been in use for more than six months. The patient was not receiving peritoneal dialysis therapy at the time of the event. There was patient involvement, however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection identified that the patient adapter and tubing were discolored. A clear passage test and clamp function test were performed with no issues noted. A functional leak test was performed with no issues noted. The reported leak condition was not able to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.